Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: graftmaster could not cross to treat a perforation, requiring medical intervention to prevent permanent impairment. Device issue: inability to cross. It was reported that the perforation occurred during the use of another company's balloon catheter in a heavily calcified lesion in the proximal left anterior descending artery (lad). The graftmaster was advanced to treat the perforation; however, it would not cross to cover the perforation. A vision stent was used to treat the perforation, successfully. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
Result and conclusion summation- it was determined that the device was in working order when it left abbott vascular instruments and met MFR requirements. It is reported that the stent was used as per the indication. However, the stent was not implanted and the perforation was not sealed due to the stent graft not crossing to treat a perforation in the proximal lad. The device was not returned for investigation; therefore, a root cause could not be determined for the difficulty crossing the device to the lesion.